Event description:
Wife reports that her husband has had 6-7 surgeries all of which have been related to mesh problems. Surgeons at duke revealed that the mesh had entangled the patient's intestines and had attached itself to organs. Soon after implantation, the patient developed an infection with fever and abdominal pain. There was also a considerable amount of oozing associated with the wound. For three months, spent with frequent hospital visits for debridement. The wife describes the mesh and wound's appearance as appearing like a "screen-door wire" that was growing out of the patient's stomach. The wound later required a skin graft for repair. In 2003, the patient underwent a 5 hr surgery to fix what CT showed to be his intestines "all jumbled up" inside. Fortunately, there were no perforations. There's not a single day that he goes by that the patient goes without any pain. Initially his stomach was swollen, requiring him to wear extra large pants. His stomach now is "board-like" in appearance. Nine to ten surgeries later, he continues to have problems. Wife admits seeking legal counsel. But didn't go forward with any law suit, since no real fault would be found with the physician. Now that they've become aware of the mesh recall it all fits. Her husband is having and has had the same symptoms as those described by other mesh recipients posted on the internet.